Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with cracked case at display window corners, belt clip slot and battery tube threads. Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display was only partially visible. The customer stated that there was a black mark on the screen. Blood glucose level at the time of the incident was 230 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.